Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As found through pre-decontamination evaluation, the valve strut was significantly bent. As reported by our affiliates in germany, during the case by transaxilary approach using a commander delivery system through an esheath in the aortic position while pushing the commander delivery system with crimped 29mm sapien, the commander tip and valve did not go through the esheath shaft but protruded out at the side of the sheath shaft, through the liner. It was not possible to get the valve back into the sheath nor pull everything out as a unit. Therefore, vascular surgery was needed to remove the devices from the patient, however, the patient did not survive the surgery and died.

Manufacturer narrative:
The delivery system was returned fully inserted through sheath with valve crimped on the inflation balloon. One bent strut was observed on the outflow side of the valve. Two pinholes were observed on the delivery system balloon at the crimp balloon area. Liner tear approximately 9¿ in length and a liner strand was observed on the sheath (evaluation reported under 2015691-2019-02861). The returned devices were visually inspected for any abnormalities. The valve was partially deployed off balloon for decontamination. A bent strut was seen on the outflow of the valve and all three leaflets were wrinkled (due to returned condition). No functional or dimensional testing was able to be performed due to device returned condition (frame bent/distorted). The evaluation was performed through visual inspection. The device history records (DHR) review of the work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing non-conformance issues that would have contributed to the event. A lot history review did not reveal any other similar complaints. A review of complaint history for the sapien 3 (all sizes) from october 2018 to september 2019 revealed additional other returned complaints for related complaint codes. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. No manufacturing non-conformances were identified during these evaluations. A definitive root cause was unable to be determined, but it is possible that patient and/or procedural factors contributed to the similar complaints. A review of complaint history reveals that the complaint occurrence rate did not exceed the september 2019 control limit for applicable trend category. During manufacturing, all sapien 3 assemblies undergo multiple 100% inspections by both manufacturing and quality. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the complaint event. The commander delivery system, and esheath, ce mark instructions for use (IFU), device prepping manual, and procedural training manual were reviewed for instructions relating to the complaint. It is to be noted that the ce mark IFU and procedural training manuals are indicated for tf (transfemoral) approach, however in this case, transaxillary approach was used. No IFU/training deficiencies were identified. In this case, the damage was confirmed based on the visual inspection of the returned device, but no manufacturing non-conformances were identified during evaluation. A review of the DHR, lot history, complaint history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. Although imagery of the patient vasculature was not provided, it is possible that the valve interacted with patient vessels that may have been calcified. Scratches were found along the returned sheath shaft which indicates that calcification was present in the patient access vessel. Calcification can damage the liner material, weakening it. A weakened liner is susceptible to tearing during insertion of the thv resulting in the inability to fully advance the thv through the sheath. The subsequent push force could cause the valve strut to bend especially if the valve gets caught onto the liner and/or calcification. As such, available information suggested that patient factors (calcification) and/or procedural factors (excessive push force) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no corrective/ preventative actions are required. Since no product non-conformance was confirmed and the complaint occurrence rate did not exceed the applicable trending control limit, a product risk assessment (pra) escalation is not required.